Event description:
Report received from USA, stating that the device required service as needed due to hose damage. It is unk if the event occurred during surgery, it is unk if there was pt or user injuries, surgical delay or medical intervention reported related to this occurrence. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).